Event description:
It was reported that when attempting to advance the device through the microcatheter, resistance was encountered. The device was removed from the pt with the microcatheter. Analysis of the returned device found that it had broken.

Manufacturer narrative:
Add'l info was rec'd from the user facility. Continuous flush was maintained. There was no resistance felt during the preparation of the coil and the coil was soaked in saline. There was no resistance encountered advancing the coil through the introducer sheath into the microcatheter. The anatomy was "a little" tortuous. The eval of the returned device is still on going.